Event description:
Boston scientific crm received info that this right atrial (ra) lead and right ventricular (rv) lead dislodged and were repositioned. One month later, both leads dislodged again. Upon opening the pocket, it revealed an infection. As a result, the device and both the ra and rv leads were explanted. A new system was successfully implanted on the right side of the pt. No adverse pt effects have been reported.